Manufacturer narrative:
Follow-up # 1 date of submission 10/02/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following: a review of the pump¿s black box history showed that multiple loss of primes and ¿no cartridge detected¿ warnings due to zero force were recorded on (B)(6) 2014. During testing, the pump loaded through a cartridge during the load operation. A 24 hour duration exercise was not able to be completed due to the load step malfunction. The force sensor calibration reading was found to be out of the required specifications. The pump case was removed and a damaged force sensor flex was observed. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.